Event description:
It was reported by the customer that the bd insyte¿ autoguard¿ shielded IV catheter did not work. The following information was provided by the initial reporter, translated from portuguese to english: when puncturing the patient, the safety lock did not work.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2179465, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the safety device was not fully activated. Therefore, based off the provided photo the engineer was able to verify the reported defect.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd insyte¿ autoguard¿ shielded IV catheter did not work. The following information was provided by the initial reporter, translated from (B)(6) to english: when puncturing the patient, the safety lock did not work.